Event description:
Reportedly, the customer complained about early battery depletion, which was observed around (B)(6) 2019. The patient is under increased follow-up frequency. No anomaly was observed on the pacemaker or on the leads measurements. Preliminary analysis of the patient file dated (B)(6) 2016 did not reveal any anomaly. Based on available data, normal battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the customer complained about early battery depletion, which was observed around (B)(6) 2019. The patient is under increased follow-up frequency. No anomaly was observed on the pacemaker or on the leads measurements. Preliminary analysis of the patient file dated (B)(6) 2016 did not reveal any anomaly. Based on available data, normal battery depletion occurred.